Event description:
Caller reported blood glucose results of 337 mg/dl, 214 mg/dl, 193 mg/dl, 181 mg/dl, 174 mg/dl, 179 mg/dl, 179 mg/dl, and 162 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.